Event description:
Customer reported being unable to test due to adc freestyle freedom lite reader turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 2023 the customer experiencing a loss of consciousness, collapsed on the street and was taken to the hospital. Customer was hospitalized and treated by a hcp with an insulin injection, glucose levels were checked every two hours. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.